Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the incident pointed out occurred due to the following mechanism(s). 1. The tissue pad was severely worn out because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. As the tissue pad was worn out, the grip and the tip of the probe came into contact. 3. An error occurred because the output continued in the state of 2. In addition, contact marks were generated. 4.the error could no longer be cleared, and it was no longer possible to output. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. When the grasping section was closed and seal mode output was performed, seal short circuit error (error code: u511) occurred. In addition to evaluation in b5, there were contact traces with a non-insulated area on the distal portion of the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, an unknown error during output with a sonicbeat. The procedure included the liver, bile, and pancreas. The procedure was completed without delay, using a replacement device. There was no need for additional anesthesia and no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the tissue pad was severely worn. There was no indication the tissue pad fell into the patient¿s body.